Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure. During the procedure, the physician mentioned that the dilator was unable to be advanced over the rf versacross rf wire. They tried to swap the wire, yet the same issue occurred. A new versacross kit, and this time the dilator did not thread the wire correctly and caused the coating to become peeled back near the distal end. A new wire and new dilator were then used to complete the procedure successfully. No patient complications reported. Product is available for return.